Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party: no. Service inspected the analyzer and determined the main power supply (part number a-30103383-01) was determined the likely cause for issue. The main power supply was replaced to resolve the issue. No fire was seen nor any damage to the instrument. The analyzer was disconnected from the power supply and there was no serious injury to personnel reported. A review of the alinity I (B)(4) service history, revealed no additional issues of burning odor and smoke from a part reported on the (B)(4). The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning odor and smoke observed was limited to main power supply (part number a-30103383-01); the burning odor and smoke did not spread to other parts of the module. Review of trending data and manufacturing documentation associated with the main power supply did not identify any trends or issues. A review of alinity I processing module trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.

Event description:
Visible smoke was observed from the main power supply connected to the alinity I processing module. The customer had generated a communication error and noted a burning smell. Abbott technical support observed the smoke during the evaluation of the analyzer. No fire or evidence of fire was observed. The power supply was replaced and the instrument returned to service. There were no injuries and no impact to patient management reported.